Event description:
It was reported that an asymptomatic patient presented to the hospital for a device change-out due to eri. It was noted that the device could not be interrogated and battery voltage was below end of life. A short margin from eri to eol was observed. The device was explanted and replaced with no adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.